Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing inappropriate atrial tachy response (atr) due to far-field oversensing on the right atrial channel and was complaining of shortness of breath. The patient was seen in clinic and various changes were made to the programmed output however there was no change in rhythm. Technical services (ts) recommended programming changes to prevent far-field oversensing. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing inappropriate atrial tachy response (atr) due to far-field oversensing on the right atrial channel and was complaining of shortness of breath. The patient was seen in clinic and various changes were made to the programmed output however there was no change in rhythm. Technical services (ts) recommended programming changes to prevent far-field oversensing. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that confirmed that the inappropriate atr was due to far-field oversensing on the right atrial channel. Subsequently reprogramming was done including extending the blanking period and reducing the atrial sensitivity. No adverse patient effects were reported. This ICD remains in service.